Event description:
It was initially reported that a pt had a full revision surgery due to high lead impedance readings. F/u with the pt's treating physician revealed that the high lead impedance readings were first obtained in 2007. There were no reports of pt manipulation or trauma that could have caused the reported event and the pt could still feel stimulation. X-rays were taken prior to surgery, however, they have not been sent to the manufacturer for review. The pt had his device replaced and the high lead impedance readings were resolved. Good faith attempts to have the explanted product returned to the manufacturer for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.